Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the right ventricular lead exhibited noise. The noise was first observed on merlin in (B)(6) 2017. The patient was brought into the clinic for evaluation. The lead tested normally in-clinic, but the lead noise was reproducible with arm movements. The lead was reprogrammed. The patient was not symptomatic due to the event.